Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe had a syringe needle connectivity issue. The following information was provided by the initial reporter: material#: unknown batch#: unknown. Rcc received a complaint via email. Notification only (no investigation required) for pr# (B)(4). Tw (B)(4) ¿ defective device (unknown if dosing or recon syringe). Lot numbers: unknown, not obtained / reported via xxxxfollow ups. Xxxxxxxx awareness date: 26nov2025. Indication: patient reporting injection site irritation. Patient stating xxxxx needles are not great. Needles pop off the mediation. Patient stated she had a needle pop off a vial and sprayed her. Patient stated she is using insulin needle because the xxxx needles are poor quality. Product: xxxxx country of origin: united states sample / photo availability: no sample or photos were provided to xxxxx. Ae: n/a. Patient identifiers available? (I.e. Gender, weight, ethnicity, etc.): patient identifiers will not be available for any investigation request. Please note: no additional information available.

Manufacturer narrative:
As no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
23-december-2025: they had an adverse event when injecting. No medical intervention known.